Event description:
During perfusion, the device displayed low flow messages and all flows momentarily read zero. After troubleshooting and restarting the device, normal flows and pressures were restored. No adverse outcome occurred.

Manufacturer narrative:
Device data confirmed normal pinch valve and flow sensor function. The issue resolved after a stop/start, and no device malfunction was identified. Root cause could not be determined.